Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -13.0/1.5/003 (sphere/cylidner/axis) was implanted as a replacement into the patient's left eye (os) on (B)(6) 2023 due to refractive suprise. Reportedly, "postoperative day 1 iop and I/a is performed. Currently, doctor is taking a wait-and-see approach." The cause of the event was unknown. The problem was resolved.

Manufacturer narrative:
Work order search found no similar complaints. Claim#: (B)(4).